Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported the system is having trouble maintaining patient intraocular pressure (iop). The surgeon placed the first trocar, activated infusion, when other two trocars placed she felt the hypotonia. During the indentation, the surgeon again felt that the pressure in the eye was not stable (slight hypotonia). The company representative will accompany surgeon next week or the following week so that he can observe these events. No clinical consequence where observed for this patient.

Manufacturer narrative:
The company representative examined the system and was not able to replicate anything that would have attributed to the reported issue. A component was replaced as a preventive measure. A review of the information received indicates that company representative worked to troubleshoot the reported event with the customer. The company representative stated that the decrease in intraocular pressure (iop) is "normal" for the system, as it is compensating for the ¿presses¿ on the sides of the retina. The company representative also stated that infusion should not be activated before all trocars were placed. The company representative accompanied the customer who stated that she no longer had issues with the system after the settings were adjusted. It should be noted that a service request was opened where preventative maintenance was performed. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information has been provided in b.5. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received indicated since the last settings made by company representative, there have been no new problems and, therefore, there are no additional actions expected for this event.